Event description:
User facility reported on (B)(6) 2009 that three pts were treated for low calcium based on results reported from a stat profile critical care xpress analyzer. Subsequent review determined that the analyzer was recovering lower calcium results as compared to another analyzer.

Manufacturer narrative:
Nova biomedical opened an internal investigation (B)(4) to investigate this customer complaint (B)(4). As of this date the investigation is still ongoing.